Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and advanced into the anatomy. The clip was positioned a few times in order to optimize placement. The last location of placement was determined and a grasp was made and the clip was deployed. A jet was present and the leaflet appeared frayed. It was decided at this point to end the procedure with a final mr grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and advanced into the anatomy. The clip was positioned a few times in order to optimize placement. The last location of placement was determined and a grasp was made and the clip was deployed. A jet was present and the leaflet appeared frayed. It was decided at this point to end the procedure with a final mr grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to multiple grasping/capturing attempts due to repositioning the clip multiple times; therefore, attributed to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.